Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d5, d9, d10, e1, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11.corrected fields - g1, g2, h6(health effect ¿ clinical code, health effect ¿ impact codes).it was reported that during service by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) customer was advised that damaged springs should be replaced. There was no patient involved. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that the engineer had advised damaged springs to be replaced during servicing of cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, b6, b7, d5, d10, e1(initial reporter and email), e2, e3, g2, h3, h6(medical device ¿ problem code, component codes, and health effect ¿ impact codes). A getinge field service engineer (fse) has advised damaged springs to be replaced during servicing, but stated that no damage occurred. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) damaged springs be replaced. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the engineer had advised damaged springs to be replaced during servicing of cardiosave intra-aortic balloon pump (iabp).

Event description:
It was reported by the customer during servicing that the cardiosave intra-aortic balloon pump (iabp) requires damaged springs to be replaced. There was no injury reported.

Manufacturer narrative:
Updated sections - b4, g3, g6, h2, h11. Corrected sections - b5. A getinge field service engineer (fse) replaced the damaged battery springs (0214-00-0208) as requested but stated that no damage occurred. All functional and safety checks performed.